Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: not applicable, this material does not have an expiration date.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, three (3) holders are separating from the needles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : "bd did not receive any samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and the issue of separates was observed as dimensional measurements fell out of specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. The indicated failure mode was attributed to the supplier. The supplier has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, three (3) holders are separating from the needles. No adverse impact was reported regarding the patient or user.